Manufacturer narrative:
Correction: h6 (device and clinical signs code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of available CT scans, the hcp opined that there is insufficient clinical information provided for the case. There is clear loosening and subsidence visible for the tibial component. The talar component does not show significant radiolucency; therefore, loosening cannot be confirmed. Due to the lack of additional information, the underlying cause of the failure is unclear. The findings could potentially be patient related due to poor bone quality. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. When a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information (e.g., clinical status, exact symptoms, range of motion, and treating physician assessment) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, statements regarding the patient, the procedure, and/or the device in relation to the cause of failure cannot be provided. More detailed information about the complaint event and the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to movement of the components postoperatively.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to movement of the components postoperatively.